Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a remote transmission was received, showing a ventricular fibrillation (vf) episode due to noise on the right ventricular (rv) lead. The noise was only present on the rv bipolar channel and not the rv coil to device or the atrial bipolar channels. The patient stated that during the time of the episode she had gotten out of bed to go to the bathroom. The patient was brought in clinic to perform isometrics and the noise was not reproducible. All rv lead measurements were stable and in range.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: unknown st jude ICD, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and was possibly fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.